Event description:
Pink safety shield fell off after blood collection and the nurse got a needlestick injury to the thumb. Nurse was given (B) (6) vaccination. Examination of returned product by the customer examined under low magnification shows the same had been subjected to stress levels that exceeded typical requirements for activation of the device and were applied in a manner inconsistent with proper usage. The sample shows the force that caused the hinge to fail must have been applied in a direction from that intended. In essence the shield was rotated, or twisted rather than pressing the shield gently forward to lock the shield in place.